Event description:
This spontaneous report was received from a us health care professional and concerns a female patient. She was injected with belotero balance lidocaine us, into the lip lines (off label use of device). Batch number was reported as 326141 (expiry date: 09/2023). A lot search in the global safety database was conducted. The batch record review was received and the lot number for belotero balance lidocaine us was confirmed as 326141 (expiry date: 09/2023). After the belotero balance lidocaine us injection, the patient experienced a nodule. The health care professional was suspicious of a vascular occlusion and dissolved it with a hyaluronic acid (ha) antidote. The outcome of the events was unknown.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for belotero balance lidocaine, lot number 326141, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. Nonconformances were noted related to the reported lot, but none that would have contributed to this event.